Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies to address the occlusion. The customer was taken to the emergency room on (B)(6) 2024 by ambulance with blood glucose level of 434 mg/dl. The customer was treated intravenously with fluids of saline and insulin. The customer was released the same day with issue resolved and no permanent damage.